Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use in a total laparoscopic hysterectomy laparoscopic procedure while closing the vaginal cuff, the needle part of the device broke. An x-ray was performed to locate the pieces. There was more than 1 defective device involved and occurred in different cases. Got a new suture to resolve the issue. Patient status was asked but unknown.

Manufacturer narrative:
This product does not belong to this product event and hence it is not reportable. If information is provided in the future, a supplemental report will be issued.